Event description:
It was reported that a preloaded intraocular lens (iol) was defective. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: further information was provided and clarified that the lens dropped. There was no lens damage or product issue. Event is no longer considered a reportable malfunction and no further information will be provided under MFR report number 3012236936-2023-02229. Section h6: medical device problem code 1069 lens damage is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.